Event description:
It was reported that the implant at tooth site #13 experienced non integration with sinus perforation and infection and was removed. Patient came in with loose implant. Implant was removed and site grafted. Symptoms as a result of the event: pain and edema.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned, the reported events are non-verifiable with the information provided. Based on the evaluation and dimensional analysis, device malfunction has not occurred. Additionally, there is no existing actionable trend or non-conformance / CAPA / hhe / d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The complaint is not related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.